Manufacturer narrative:
An event of migration with obstruction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported migration could not be determined. The reported obstruction is likely a cascading effect of the event. An unexpected medical intervention (snaring of device) and prolonged hospitalization are results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 5mm x 2mm amplatzer piccolo was chosen for implanted using a 4f tvlp catheter. The sizing of the device was determined based on IFU sizing chart guidance and physician decision. The patient had a patent ductus arteriosus (pda) with dimensions of ao ampulla 4.8 mm, length 6.6 mm, and pa end 3.2 mm. Imaging modalities used during the procedure included angiography and transthoracic echocardiogram (tte). A stability check was performed, and no difficulty with implantation such as multiple recaptures or repositioning was noted. Initially, a 4-2mm amplatzer piccolo device was attempted, but tte revealed a residual shunt; this device was removed and it was never released and was upsized, and a 5-2 mm amplatzer piccolo device was placed with no leak detected. On (B)(6) 2025, migration of the device was identified, with the posterior disk protruding into the descending aorta, causing obstruction noted on echocardiography. Migration was first suspected on chest x-ray and confirmed by tte. The device had shifted within the intended implant site rather than completely dislodging. The implanter believes migration occurred after hemodynamic instability in the nicu post-catheterization. The patient was brought to the catheterization laboratory, and the device was retrieved percutaneously using a 5 mm non-abbott snare from the pulmonary end (via femoral vein) with a 5f non-abbott sheath, without incident. A subsequent echocardiogram confirmed closure of the pda, most likely due to mechanical disruption of the duct during device retrieval. No additional device implantation was performed. No thrombus formation or tissue reaction was noted, and the duct had no flow after device retrieval. The patient remained hemodynamically stable throughout the retrieval procedure, although prior nicu course included hemodynamic instability in the setting of other comorbidities such as severe aortic valve stenosis, bicuspid aortic valve, and decreased ventricular function. There were no rhythm changes during the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The reason for pda closure was attributed to prematurity (27-week gestation) and left heart enlargement.

Event description:
It was reported that on (B)(6) 2025, a 5mm x 2mm amplatzer piccolo was chosen for implanted using an unknown delivery system. On (B)(6) 2025, migration of the device toward the aorta was identified, with obstruction noted on echocardiography. The patient was brought to the catheterization laboratory, and the device was retrieved percutaneously without incident. A subsequent echocardiogram confirmed closure of the patent ductus arteriosus (pda). No additional device implantation was done. Patient currently is in nicu. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.